Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0mnbg, implanted: (B)(6) 2014, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had no stimulation sensation and a loss of therapeutic effect. The patient believed they turned the implantable neurostimulator (ins) off and needed assistance to turn it back on. The patient was implanted three days prior to report and had effective therapy the first and second day, although the second day they started to have a little more difficulty urinating. Then, the day prior to report the patient lost therapy. The patient had a loss of bladder control and retention. The patient stated that they needed to cough in order to urinate. The patient also noted that their programmer training was ineffective because the patient was still under the effects of anesthesia and they were "half asleep during the instruction. The patient was unable to adjust their stimulation. The patient then synchronized with their implantable neurostimulator (ins) and stated they were on program 3 at 2.1 volts and it was confirmed that the ins was on. The patient gradually increased their stimulation to 3.0 volts and said they barely felt any stimulation and it was felt more over their left leg rather than back toward their rectum like during the trial. The patient then indicated that 3.0 volts might be too strong and their stimulation was decreased from 3.0 down to 2.5 volts and the patient thought that would be comfortable. The indications for use for the implanted device were noted as gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.